Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
It was reported to philips that the mrx device had an unexpected shutdown during patient use. The patient involved was reported to have experienced an unknown adverse impact. Additional information has been requested.

Manufacturer narrative:
This complaint, addresses the unexpected shutdown symptom and associated patient involvement, emdr# 1218950-2017-05418, addresses the report of a nurse receiving a shock. The patient involved was reported to have experienced harm/ adverse impact. There is no information as to the type of adverse impact. Another defibrillator was used to successfully reanimate/treat the patient. Philips is considering this delay in treatment as a serious injury. The field service engineer (fse) was dispatched to contact the customer onsite. The device was on a trolley and connected to a power source. The nurse was using the device to defibrillate the patient with a ventricular fibrillation rhythm. The charge button was pressed and a charging sound was heard but the device shock button did not light up and the device did not discharge the energy. At that moment there was an unknown message and the device restarted. The nurse started performing CPR on the patient. When the device restarted, a shock was delivered and the nurse felt the shock. The fse reported that "with several tests of the biomed engineer and myself the device restarted itself during the charge process" as was reported to have happened during the incident. The reported issue was confirmed and resolved by replacing power pca, therapy pca, and battery. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the power pca, therapy pca, and battery, as all were replaced to resolve this issue. There is no indication of a systemic problem; no further investigation or action is warranted. .